Event description:
Complainant alleged that during biomed testing the device did not power up with battery installed. The complainant indicated that there was no pt involvement in the reported malfunction.